Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a follow-up report will be submitted accordingly.

Event description:
It was reported that the anterior broach adapter device was fused into the impactor device. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the device was functionally / visually tested according to the functional assessment. The described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection due to cloverleaf damage. The device failed the following inspection criteria¿s during the functional assessment: visual assessment, cloverleaf fitting assessment, cloverleaf fitting locking assessment, and cloverleaf fitting removal assessment. The kincise broach-adapter-anterior was visually and functionally assessed and determined to have cloverleaf damage consistent with adapter not properly secured ¿ user error. No further action required at this time since the issue is consistent with user error. The most relevant root cause is linked to improper handling - user error. As part of anspach quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use states the following regarding the reported issue that was observed by the user or customer: remove broach from impactor, rotate locking collar to unlock position by aligning the arrow symbol on the locking collar with the unlock symbol on the glamor cap. Insert the cloverleaf fitting of the adapter into the detent region of the locking collar until fully seated. Rotate the locking collar to the locked position by aligning the arrow symbol on the locking collar with the lock symbol on the glamor cap. While holding the surgical impactor in place, pull the adaptor forward and backward to verify a secure, locked connection to the locking collar. Finish by pulling the adapter so that the anvil is in the fully expanded position. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.